Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head picture was flashing. The issue was found at an unspecified diagnostic procedure. There were no reports of patient or user harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image flashed due to a failure of the charged coupled device. It is presumed that the faulty charged coupled device was caused by water immersion from the cable. The event can be prevented by following the instructions for use which state: never reprocess, or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.